Event description:
Medtronic exacta evd(external ventricular drain) collected from nicu(neonatal intensive care unit)- per nicu staff device was found to be leaking. Additional details not reported to me.